Event description:
Gloves from j & j medical are often discovered with holes in them. There is no way to tell how many have holes which were not noted, but the problem has been ongoing for a few months now. J & j is clearly not monitoring their quality control adequately. Rptr writes to MFR: "enclosed, please find 5 gloves and a portion of a box showing the exact model. These were collected over about a 2 week period, and are exactly as taken out of the box. You will note that each has a significant hole in it. The most common area is a finger, where the latex didn't fully fuse, leaving a void. However, there are also holes and apparent tears. Another aggravating experience is taking out a glove, only to find it is the wrong size (smaller) than what is labeled on the box. I do not work in a sterile field, and a little saliva on intact skin does not normally create a problem. However, paying the premium price charged for j & j gloves does not set well in light of what is apparently a serious lack of any sort of quality control during MFR and packaging. The problem with holes has gotten worse in the last few months - it didn't seem to be a problem before then. Despite the fact that I like the fit and feel of j & j gloves better than any others I have tried, I'm in the process of switching brands. J & j has always enjoyed an excellent reputation. I'm hoping that steps can be taken to rectify the current situation, so that your fine reputation will not be damaged seriously."